Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 59 to 125 mg/dl. The blood glucose testing is performed once daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on 11/04/2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. The product is not stored by customer according to specification since retained in the kitchen. The test strip lot manufacturer's expiration date is 09/28/2018 and open vial date is 11/04/2015. The meter memory recalled for fasting test results performed with test strip lot# ps2516 (date / time not set): (B)(6). Adverse event not reported.